Event description:
It was reported by the purchasing agent that the product would "not work" when hooked up. A note was left with the product saying that it had a solid tone. There was no report of any consequence to the pt.